Event description:
It was reported that during a lap colectomy procedure, the device was activated and the switch button was working intermittently. They used a second device and the same issue occurred. They used another device to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 8/20/08. Info anticipated, but unavailable at this time.